Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, initiating therapy before properly connecting patient lines is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for how to connect to the disposable set. The guide also instructs to properly connect the transfer set to the patient line prior to starting the initial drain. A batch review was conducted on lot number s14f07014 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during use. The patient was connected to the homechoice at the time of the alarm. During the troubleshooting, it was determined that the patient failed to connect patient lines correctly. The patient was retrained on proper procedure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.